Event description:
The patient presented to the ER with complaints of shortness of breath and syncopal episode. Upon interrogation of the device, the patient was found to be in atrial fibrillation and high ventricular thresholds. The lead was explanted when attempt to reposition the lead was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.